Event description:
It was reported that the battery gauge was fluctuating. There was no reported impact to the customer¿s blood glucose level. Technical support provided education on battery jumps, and caller understood the instructions, agreed to monitor system, and planned to call back if issue persisted.